Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas gain.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and examined the logs and on 7/31 a gas gain alarm occurred. Then on 8/2 gas loss alarms occurred. Fse ran leak tests multiple times, machine passed leak tests each time. Fse ran the machine for up to three hours on a fiber optic balloon and no alarms occurred. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.